Event description:
It was reported that the patient presented for follow-up after receiving a patient notifier alert. The right ventricular lead exhibited low impedance and noise. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.